Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo, 1 video and 2 physical samples submitted for evaluation. The reported issue of connection issues was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the male luer does not tighten correctly, the collar keeps rotating and does not tighten the connection. Bd determined that the cause of the failure was the supplier of the extension set. The physical samples received were tested by connecting the extension set to the unknown catheter, where the failure mode was confirmed. The extension set does not tighten, however does need a higher force to disconnect the devices. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E.1. Street address exceeds characters limit: (B)(6).

Event description:
It was reported that bd q-syte 15cm small bore bi-ext set spin collar does not lock. The following information was provided by the initial reporter: incident happened in ER department where after cannulation staff attached qsyte bi extension cat no 385157 on IV catheter 18 g and when they tried to lock extension by rotating spin nut it got freed during tightening of it hence causing risk of accidental dislodgement of catheter, they faced this complaint twice changed the qsyte with new qsyte biextension.